Manufacturer narrative:
A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing, including sterilization prior to shipment and a documentation review by the quality department. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a patient who received mynxgrip vascular closure was re-hospitalized again because of a post bleeding issue. The product was stored as instructed per labeling. The device packaging was not compromised during storage. The vcd packaging was opened in a sterile field. The vcd was being used in conjunction with an unspecified procedural sheath introducer for femoral arterial closure following a neuro intervention procedure. The procedure was performed as outpatient. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The patient was noted to have recovered. On the day of the procedure, the patient received the procedure in the morning and was discharged on the same day. The hospital is now conducting a follow-up examination of all medical devices used on the patient. The device is not available to return for evaluation.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient who received mynxgrip vascular closure was re-hospitalized again because of a post bleeding issue. The product was stored as instructed per labeling. The device packaging was not compromised during storage. The vcd packaging was opened in a sterile field. The vcd was being used in conjunction with an unspecified procedural sheath introducer for femoral arterial closure following a neuro intervention procedure. The procedure was performed as outpatient. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The patient was noted to have recovered. On the day of the procedure, the patient received the procedure in the morning and was discharged on the same day. The hospital is now conducting a follow-up examination of all medical devices used on the patient. The device is not available to return for evaluation as the customer discarded the device. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing, including sterilization prior to shipment and a documentation review by the quality department. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Access site bleeding is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance in order to promote coagulation. Patient and/or pharmacological factors are likely contributing factors to the bleeding reported. Without a lot number to conduct a product history record review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.